Manufacturer narrative:
The investigation into the access site bleeding ¿ major, stroke/cerebral vascular accident (cva) and unrelated death has been completed. The device was not returned for benchtop evaluation and investigation. The root cause of access site bleeding was most likely due to anticoagulation management. The patient had high activated clotting time (act) values. The cause of the stroke was most likely due to patient condition and unknown relation to impella. The cause of the death was most likely due to patient condition and unknown relation to impella.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03395 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
It is noted the patient expired after care was withdrawn. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 79-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed disseminated intravascular coagulation (dic) and bleeding from the insertion site. The bleeding was treated with blood transfusion and pressure hemostasis. It was further reported that a CT scan revealed cerebral hemorrhage. It was decided that additional treatment would not be performed due to cerebral ventricular rupture. The physician stated that the patient being treated with antithrombotic and anticoagulant drugs, and that the blood vessels were already in bad condition, possibly resulting in the cerebral hemorrhage and no direct causal relationship with impella.